Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump stays depressed. The pump depressed and will not re-inflate. A crack in the tubing just above the pump was observed. The device was removed/replaced.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #609102. According to the available information this inflatable device was implanted on (B)(6) 2017 and removed/replaced on (B)(6) 2020 due to inflation difficulty. Additional information received from the territory manager indicated: ¿the pump stays depressed. The pump depressed and will not re-inflate. A crack in the tubing just above the pump was observed. A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the inlet tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on both pump exhaust tubing and on the exhaust tubing of cylinder 2. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the reservoir and cylinder 1 and 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the pump inlet tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.